Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the infusion set y-site was inconclusive as no physical sample was returned for evaluation. The product returned for evaluation was a unit labels for a 20ga x 0.75¿ safestep infusion set. The associated device was not returned for evaluation. A review of similar complaints from the same facility, where physical devices were returned, concluded that a bead of fluid had formed on the blue y-site valve, and a warning regarding this type of event is provided in the IFU. The product IFU states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ this same circumstance could not be confirmed for this complaint record as the implicated physical device was not returned. A lot history review (lhr) of ascxs0256 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (ascxs0256) have been reported from the same facility.

Event description:
It was reported that the huber needle y-site was leaking.